Event description:
It was reported that after changing infusion supplies, the pump displayed an empty cartridge message and an ilet setup alert, and the user had apparently performed a factory reset and attempted a meal announcement before completing setup, resulting in use interruption; the medical device problem and specific device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.